Manufacturer narrative:
Product complaint (B)(4). Updated sections on this med watch: b4, b5, g3, g6, h2 and h11. Section b5: additional information was received on 22-aug-2024. Summary: per the information received, the temperature indicator label on the inner pouch had been checked and was found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm (encr402312/ 7660535) was used for an angioplasty procedure. During the procedure, the user reported the distal and proximal makers of the stent were fully open/expanded, but the vascular blood flow at the target location only recovered about 30%, which did not reach the expected 50%. The physician suspected that the middle section of the stent did not expand fully as expected. The physician then implanted a second stent (competitor brand) inside the enterprise2 stent and completed the procedure. The event was reported as such, ¿incomplete expansion. It was reported that after stent was released in target site during procedure, physician observed that distal and proximal makers of the stent were fully open or expanded, but the vascular blood flow at the target location only recovered about 30%, which did not reach the expected 50%. The physician suspected that the middle section of the stent were not open or expanded fully as expected. So physician released the second stent (other brand) in the first stent and completed the surgery. The procedure was prolonged about 10 minutes.¿ no further information was made available.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The incomplete expansion of the enterprise2 stent can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. In this case, the treating physician was required to implant a second stent inside the enterprise2 stent to open the stent completely and preclude patient harm. Based on this required surgical intervention/modified surgical procedure, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.